Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal surgery, there was a report that it was more difficult for detachment type suture to come off than usual. The issue was resolved by using a new suture. There was no patient injury.